Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited far r wave oversensing. Inappropriate mode switching episodes were noted. Programming changes were discussed. No intervention was performed.

Event description:
New information received noted that programming changes were made on december 21, 2017 to resolve the issue. Patient was asymptomatic and will continue to be followed up.